Event description:
During an interventional procedure, the distal tip of the wier stretched and part of the wire was lost in the fibular and peroneal artery. After the procedure, the pt was noted in stable condition.